Manufacturer narrative:
The ipg serial number was included in a filed advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was unable to communicate with or charge his ipg. The issue was confirmed with a new patient programmer and charger. The patient's ipg was replaced with a new one, which resolved the issue.